Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to right atrial (ra) lead pacing impedance high out of range. Technical services (ts) was consulted and noted noise on the right ventricular (rv) lead and loss of capture measurements. The system remains in service. No adverse patient effects were reported.